Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that the recharge burden for the ipg had increased. In addition the pt reported experiencing overstimulation in the ipg pocket. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further info is available.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.